Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempted implant it was noted that the guide wire became stuck in the inner lumen and would not advance. The guide wire had originally advanced through the lumen but after multiple insertions, it would not advance. The physician tried flushing the lead but still could not get the guide wire through. The lead was removed and replaced. The patient was asymptomatic and stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.